Manufacturer narrative:
H6: investigation summary 128 unused samples were returned for investigation. Evaluation of 59 samples were performed. The sample size quantity was determined per 1701-008-000 swi sample size selection work instruction v.08 (dir 10000123008_08). The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The smartsites were connected to a cutoff 10 ml bd syringe to visually inspect for a fluid path while the piston is in the activated position. All 59 samples showed a fluid path. Samples were attached to a 10 ml bd syringe filled with blue dye water and flush. All samples were able to be flushed. The customer complaint that the product will not allow fluid flow could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 20039e lot number 20116169 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. 345 unused samples were returned for investigation. Evaluation of a minimum of 59 samples was performed. The sample size quantity was determined per 1701-008-000 swi sample size selection work instruction v.08 (dir 10000123008_08). 170 sets were examined for defects and abnormalities. No defects or abnormalities were observed. The smartsites were connected to a cutoff 10 ml bd syringe to visually inspect for a fluid path while the piston is in the activated position. All 170 samples showed a fluid path. Samples were attached to a 10 ml bd syringe filled with blue dye water and flush. All samples were able to be flushed. The customer complaint that the product will not allow fluid flow could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 20039e lot number 20125926 was performed. The search showed that a total of 24003 units in 1 lot number was built on 14dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue. See h10.

Event description:
It was reported that 473 smallbore 6 inch ext vlv had flow issues and were clogged during use. The following was reported by the initial reporter: "it was reported that the product will not allow fluid flow. Verbatim: "injuries or adverse event: no medline reference: 200432407 item: 20039e quantity affected: 1 case lot number: 20116169 and 20125926 po #: 4513590508 are any samples available for return? Yes reported issue: the faulty product will not allow fluid flow: delays patient care and causes IV infiltration. Customer disposition request: replacement".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20116169, medical device expiration date: 2023-11-11, device manufacture date: 2020-11-11. Medical device lot #: 20125926, medical device expiration date: 2023-12-10, device manufacture date: 2020-12-07. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 473 smallbore 6 inch ext vlv had flow issues and were clogged during use. The following was reported by the initial reporter: "it was reported that the product will not allow fluid flow. Verbatim: "injuries or adverse event: no. Medline reference: (B)(4), item: 20039e, quantity affected: 1 case, lot number: 20116169 and 20125926, po #: (B)(4). Are any samples available for return? Yes. Reported issue: the faulty product will not allow fluid flow: delays patient care and causes IV infiltration. Customer disposition request: replacement".